Event description:
Info received states "the pt is a (B)(6) man, with a history of prostate cancer status post radical prostatectomy. He subsequently developed severe stress urinary incontinence and had artificial urinary sphincter placement done. This became infected following a urodynamic study. He then subsequently had an invance sling, which was removed, and an advance sling. He underwent attempted aus placement however, this procedure was aborted secondary to urethral injury, which was repaired. He was left with a catheter for two weeks and was discharged as an outpatient on antibiotics and pain medications". No further info was provided.

Manufacturer narrative:
No device malfunction was reported. Serial number not provided for lot history review. Device explanted but not returned for analysis. No conclusion can be drawn. Physician did not reply to queries for add'l info. (3 attempts).